Manufacturer narrative:
All information as investigated and the returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints reported from the lot. Based on the information provided and without the device to analyze, the cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During device preparation while testing the grippers to ensure gripper actuation it was identified that one of the grippers would not descend. Troubleshooting was performed unsuccessfully and a replacement mitraclip was selected. The replacement mitraclip was successfully implanted and the procedure was discontinued. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.